Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2016-03133. It was reported the patient experienced ineffective stimulation therapy after bumping the ipg against a doorknob. The patient's original pain pattern is the bilateral low back and left groin. It was also reported the patient still feels the stimulation in the targeted area of pain. However, the stimulation is no longer providing effective pain relief. Subsequently, the patient underwent surgical intervention where the entire scs system was removed.